Manufacturer narrative:
Nevro attempted to obtain event details; however, the information was not available. The device was explanted, but was not returned. The manufacturing and sterilization records were reviewed for all implanted devices and no nonconformities were found.

Event description:
It was reported to nevro that a patient developed an infection at the ipg site. The patient was provided with oral antibiotics. Follow-up report indicated that the device was explanted and there were no reports of further complications.